Event description:
A surgeon reported experiencing low vacuum, despite the monitor showing that it was in the normal range, during removal of a cataract. The surgeon called for assistance from another surgeon, who then took over the procedure and managed to remove the nuclear fragments from the eye. The vacuum was not working at all and the monitor was showing that the cumulative energy of the machine was now very high. The pt experienced a tear in the posterior capsule. The original corneal wound had to be enlarged so that an intraocular lens could be placed in the sulcus. This wound required three sutures at the end of the procedure. The procedure took 60 minutes to complete. The pt experienced marked corneal edema, astigmatism, and raised intraocular pressure on follow up the next day. The pt is noted to have poor vision. Additional info has been requested, but none has been received.

Manufacturer narrative:
The company representative examined the system. The system was tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 2 similar reports for this system. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).